Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used on a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the stent was deployed, the device broke into two pieces when the suture was about to be removed. The proximal detached part of the stent was removed with the retrieval line while the distal part of the stent that fell inside the patient was successfully retrieved by the physician with the use of a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A detailed device analysis was performed on the returned percuflex plus without wire, the condition of the returned unit was consistent with the complaint incident that the renal pigtail was detached, the suture was received broken and the suture hole was torn/ripped. The damages found are consistent with one caused when suture is being pulled. It is also possible that anatomical/procedural factors may have contributed to the damages found, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. A device history review was performed and no deviation was found. Additionally, boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Therefore, the most probable root cause for this incident is operational context.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used on a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the stent was deployed, the device broke into two pieces when the suture was about to be removed. The proximal detached part of the stent was removed with the retrieval line while the distal part of the stent that fell inside the patient was successfully retrieved by the physician with the use of a forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.